Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/9139101. No device or photos were received; therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Product history search cannot be completed since the part and lot number is unknown. Compatibility cannot be confirmed due to lack of information. Patient activity level and adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided.

Event description:
It is reported the patient was revised following a hip arthroplasty due to symptomatic aseptic loosening of the femoral component.